Event description:
On 3/10/98, md attempted to remove suprapubic malecot catheter. This was placed in o.r. On 2/14/98. Tip of catheter broke off internally. Retained section was surgically removed during exploration on 3/10/98. The pt appears to have had a wound infection post-operative.